Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The power control board for the viewing station was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative reported that can issues occurred in the event logs of the imaging system. It was reported that the viewing station of the imaging system power board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power down entirely when prompted by the user. There was no patient present when this issue was identified. No additional information was provided.